Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer's blood glucose was 512 mg/dl at the time of call. The customer stated that they were nauseous. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer stated that there was air bubble along the tubing. The customer performed high pressure test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.